Event description:
This procedure was performed in (B)(6): the evercross balloon burst in the patient during the injection of contrast solution. The distal portion of the evercross with the markers was left inside the patient leg. The physician used a stent to apply the balloon to the artery wall of the sfa. The access was direct to the lesion in the sfa with no crossover.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.